Event description:
During screening, externalized conductors were observed via fluoroscopy. No electrical anomalies were observed. Lead will continue to be used.

Manufacturer narrative:
External insulation abrasion was noted at 7.5-7.6cm from the connector pin and 45.0-45.2cm from the tip electrode, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion was noted at 10.0-12.8cm from the tip electrode. The etfe coating was intact at these locations.

Event description:
New information notes the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
New information notes that prior to explant lead fracture was observed.